Event description:
It was reported that while performing a lateral release of the knee the anchor would not disengage. Procedure was completed using a competitors device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not made available.